Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the cable of the subject device was broken. And there was a cut in the cable sheath. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. The moisture got inside the unit from the cut on the cable, and this deteriorated the cable. The communication failure occurred due to the failure of the cable. As a result of the investigation phase, omsc was not informed the following items.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for laparoscopy, the endoscopic image of the subject device was not displayed. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.